Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a pulmonary parenchyma resection procedure, a plastic foreign matter from the device had disengaged in to the patient cavity. The plastic was retrieved and washed and the procedure was completed. There was no patient injury.